Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately .202"x .621" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that prior to the administration of anesthesia and the start of a da vinci-assisted surgical procedure, the customer identified that a jaw was missing from the 8mm fenestrated bipolar forceps. There was no patient involvement.